Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results on their au680 chemistry analyzer. The results were not reported out of the laboratory; thus, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer provided data for four (4) patient samples.